Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported bent gripper (deformation due to compressive stress) and migration-partial clip movement resulting in tr and subsequent dyspnea, cannot be determined. Tricuspid regurgitation and dyspnea are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. The tr was reduced to grade 2 post procedure. On (B)(6) 2025, the clip was observed to be partially detached from the anterior leaflet. The patient returned symptomatic with dyspnea and recurrent tr of grade 3. The gripper was observed to be deviated from clip arms. There was no clinically significant delay.